Manufacturer narrative:
(B)(4).

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Reportedly, the customer was able to load a new cartridge, clear the alarm, and resume insulin therapy. Customer's blood glucose (bg) level was 600 mg/dl and experienced blurred vision, locked legs and difficulty walking. Customer delivered a bolus and administered a manual injection to address elevated bg level.